Manufacturer narrative:
Additional information: b5 updated to reflect updated event details. Corrected data: d9 based on the reported event, a device evaluation is not necessary to complete this investigation; the reported event has been previously investigated. The device will be evaluated according to the local service procedures.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.